Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.

Event description:
Customer reported he received medical treatment due to infected site. Customer stated he left the needle in for too long and that caused the infection. No allegation against the device. Nothing reported to indicate device malfunction. No indication system performing outside specifications. Device not available for return.